Event description:
A malfunction alarm was reported with code malf 12 on a pump. There was an unknown or unreported impact on the customer's blood glucose levels. Technical support assisted the customer with resetting the pump, but the malfunction code recurred. Since the pump was out of warranty, a replacement was not provided.